Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported his blood glucose reading upon waking 2 days ago was over 500 mg/dl. He stated his insulin infusion device had been beeping a 04 (occlusion) alarm, but the beep does not wake him up. He said he changed "everything out" but was having a difficult time priming. The patient was able to successfully prime while on the call. The patient refused any troubleshooting. The serial number of the infusion device was unable to be verified. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.